Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient stated that the last 2 cartridges he had to use started to leak insulin as he tried to insert them into the pump. He was unable to use the cartridges as they leaked before he could insert them fully into the pump. He has already disposed of the two leaky cartridges and box so he cannot return them for inspection. He also cannot provided the lot number or use by date. No adverse event alleged.